Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in spain. It was reported that the patient faced an issue with the tubing which looked damaged where it connects to the cannula on (B)(6) 2025 which led to high blood glucose level, and the patient got treated with insulin pump. No further information available.